Event description:
Patient reported elevated blood glucose (330 mg/dl). Patient indicated she observed a glass cartridge had broken inside the device. Patient indicated that she did not receive any error messages and the device was appeared to working fine.